Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they are having trouble with the controller. Patient stated they were having problem with charging the ins since a month ago when they called. Patient stated she didn't have this much trouble with the old ins. Patient services specialist (ps) conference spanish interpreter on the line. Ps assisted patient with navigating the controller and controller show excellent recharging quality, ins 30%, controller 100% charged. Ps reviewed all the external devices are functioning as intended. Ps reviewed patient may want to consult with hcp office regarding concerns with recharging the ins. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned the external devices were replaced. No symptoms reported. Patient called back and stated they were having trouble with their controller because it was showing the controller was 100% and the implant battery went down from 70% to 60%. Patient stated they used the stimulation for maybe 20 minutes this morning and again during the call, but their battery level has never been this low. Patient kept saying they can't get it to go past 60% and asked how. Patient stated the charge is usually at 100%. Agent had patient connect the recharger and reviewed implant battery levels and recharging. Agent asked if patient was connected and charging, but patient kept trying to end the call. Agent asked if patient needed further assistance, and patient said no. Agent reviewed with patient that if the implant is not charging past 60% to follow up with hcp for in person troubleshooting. Patient noted they have neuropathy in their leg and if they don't use the stimulator they have a lot of pain. Conversation was difficult to understand throughout the call as patient kept interrupting the interpreter.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.